Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed with inconclusive analysis. There was no output and no telemetry. It was noted the device was returned with the leads attached and detections were still on so this may have led to the no output/telemetry condition, however this could not be conclusively confirmed. Concomitant products: 4968-60 lead, implanted (B)(6) 2007. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. Follow-up for additional information about the cause of death was requested and it was noted by the physician's office that while an official cause of death was not noted, device checks were normal and there was no reason to suspect the device testing out of specification after post-mortem removal had any role in the patient death.